Event description:
It was reported that the customer thought the insulin pump was over delivering insulin. The customer's blood glucose has dropped as low as 1.8 mmol/l, and has had to decrease his daily insulin by 30 percent per his hcp. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.